Event description:
The lay user/reporter contacted lifescan on february 22, 2006 and alleged that the lay user/patient's fasttake meter was reading inaccurately high. The patient had received a result of 94 mg/dl on 2/22/06 at 3 am. She was experiencing blurry eyes, was light headed and sweaty at the time of testing. She ate food and/or drank beverage following the use of the meter. Emergency services were contacted and the paramedics' meter result within 10 minutes was 64 mg/dl. She was given glucose treatment by the paramedics. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The reporter was unable/unwilling to answer when the control solution vial was opened and therefore, a quality control check could not be performed. This complaint is reported because the result on the reported meter did not correlate with the symptoms experienced or the result on the emt meter and treatment given. A replacement meter, control solution, and test strips were sent to the patient.